Event description:
It was reported that pericardial effusion, cardiac tamponade, cardiac perforation and death occurred. A left atrial appendage (laa) closure procedure was being performed, a 24mm watchman flx pro closure device and a watchman fxd double curve access system (was) were selected to be used. Atrial fibrillation ablation was completed using farapulse system, after which the faradrive sheath was exchanged for a was sheath. The patient had a broccoli morphology with shallow depth and increased pectinate. The intra cardiac echocardiography (ice) catheter was positioned in the left atrium to visualize the laa. A small pericardial effusion was noted on transesophageal echocardiography (tee), and ice prior to the procedure. Although insertion of a pigtail catheter through the was sheath was recommended, the physician declined and positioned the was sheath at the laa ostium. The closure device was prepared, de-aired, and introduced through the was sheath while maintaining a wet-to-wet connection. The closure device was advanced into the anterior aspect of the laa and deployed, however approximately one-third to one-half of the shoulder remained visible on the posterior side. Multiple partial and full recaptures were performed to optimize positioning. The physician then decided to downsize to a 20mm closure device, which was deployed and repositioned twice. Although the position appeared improved, the closure device was determined to be under-compressed. The decision was made to return to a 24mm closure device, which was subsequently deployed, evaluated, found to meet position, anchor, size and seal (pass) criteria, and released. During post-release assessment, cardiac anesthesia noted an increase in the baseline pericardial effusion and the patient's systolic blood pressure decreased into the 40mmhg range. Pericardiocentesis was immediately performed, resulting in drainage and autotransfusion of approximately three (3) liters of bright red blood. Protamine, fresh frozen plasma, cryoprecipitate, and prothrombin complex concentrate were administered but the patient continued to bleed despite reversal efforts. A cardiothoracic surgeon was consulted, and an open-heart surgery was performed, there were two (2) perforations noted, a 3mm perforation was noted in the laa, it was also noted that the ice went through the right ventricular outflow tract (rvot). The patient passed away. No further information was provided at the time of this report.